Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the failure was a defective response button switch. The root cause for the defective switch could not be positively identified. There was no death or adverse event associated with the monitor malfunction.

Event description:
(B)(6) 2021 resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned a patient's monitor and reported that the response buttons were non-functional.